Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR was completed and no non-conformances were found. Because the device was not returned to mmdg, no investigation could be completed. The initial reporter advised that tubing separation occurred "6.5 days into a 7 day infusion". The curlin administration sets are labelled for up to 72 hour use only. This report will be updated if the device is returned.

Event description:
The initial reporter stated that the tubing separated from the luer and leaked. Mmdg did follow up with the initial reporter, who stated that no adverse effect to the patient had been reported. No other information was made available. (B)(4).

Manufacturer narrative:
This device was returned to mmdg for evaluation. A DHR was completed and no non-conformances were found. During the investigation the administration set appears to have been separated due to excess force being used during spike insertion. The initial reporter advised that tubing separation occurred "6.5 days into a 7 day infusion". The curlin administration sets are labelled for up to 72 hour use only.

Event description:
The initial reporter stated that the tubing separated from the luer and leaked. Mmdg did follow up with the initial reporter, who stated that no adverse effect to the patient had been reported. No other information was made available. (B)(4).